Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer would not stay closed and kept reopening, causing the station to not work. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer on top was repeatedly reopening. A field service engineer (fse) inspected the rear of the matrix store to check for a possible medication jam but found nothing behind the drawer. The fse decided to remove the drawer from the medstation for a closer inspection and discovered that the rear chassis assembly was out of alignment. At times, the red lever was not re-engaging to hold the drawer shut. The fse loosened the chassis and made several adjustments until the drawer shut securely to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.